Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was in disconnected mode and critical override. A field service engineer reported no communications after the upgrade. Changed the station to dyanmic host configuartion protocol (dhcp) and rebooted. Disconnected mode was resolved, communications were restored, and testing confirmed proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was in disconnected mode and critical override, and remote support service was offline. The customer also reported they did not touch the network cable. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.